Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with previously used 460cc saline mentor smooth round high profile breast implants and experienced deflation on the left side postoperatively. This adverse event occured after reimplantation of the device following a prior adverse event reported in manufacturer report number 1645337-2020-15245. As a result, the patient underwent device removal and replacement with 400cc mentor memorygel breast implants, catalog number 3504004bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2016.